Event description:
The patient had a right video assisted thoracoscopic (vats) bullectomy, partial pleurectomy, apical bleb resection, and mechanical pleurodesis. During the vats, the pleura was abraded with an electrocautery scratch pad. Mechanical pleurodesis is frequently accomplished by using the electrocautery (bovie) scratch pad. The universal presence, low cost, and ease of use of the bovie scratch pad have led many thoracic surgeons to use them for pleurodesis throughout the country. The surgical counts were done and accurate. A post-operative x-ray revealed a probable external 4 cm long foreign body projecting along the right lung base. An additional x-ray was taken when the wires were removed from the patient, and the object was again read as external to the patient. The thoracic surgeon requested a CT of the chest that confirmed an internal 4 cm wire-like metallic density, which migrated to the distal most aspect of the right pleural space. Patient was taken to the operating room later that afternoon for another right vats exploration under general anesthesia. The item was removed through previous incision without complication and found to be an intact radiopaque marker thread from the back of the bovie scratch pad. The marker is not part of the counts process, as it is inherent in the product. A search through FDA manufacturer and user facility device experience database revealed similar incidents of radiopaque threads being retained in the chest cavity.